Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm the motor error alarms. The motor passed the motor test. The device had cracked case all corners of the display window, cracked reservoir tube lip, cracked battery tube threads, and scratched screen.

Event description:
The customer reported experiencing unexplained high blood glucose, then she got no delivery alarm twice. Troubleshooting was performed, and no damage to the drive support cap noted. Time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run the high pressure test and the test failed twice. The customer mentioned also receiving motor error alarms. No further information was provided.